Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defect was found. The receiver was able to be charged and rebooted. A manual test was performed and it failed. Functional testing was performed and it failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.